Event description:
Patient was in the room, lying supine with left knee flexed. The provider was administering durolane 60 mg/3ml [lot number 22995, exp 08/31/2027] to the left knee. Patient received about 1/3 of medication administered by provider when the syringe exploded. Obtained a new durolane medication for patient to administer full dose of medication per provider request. Provider advised patient that this may occur in one out of 100 batches made, provider apologized to patient.